Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 10.4 mmol/l and 3.2 mmol/l within 2 minutes on the compact plus system. No adverse event reported. The alleged product was replaced and requested for evaluation.